Event description:
It was reported that the customer experienced difficulty with the touch sensitivity of the screen. There was no adverse impact on the customer¿s blood glucose level. The customer declined troubleshooting assistance, and no further action was required.